Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant investigation.

Event description:
A peritoneal dialysis (pd) patient stated that the stay safe connector snapped off during the fill phase of his treatment while he was attempting a task. The patient was advised to follow up with the pd nurse regarding this incident. Upon follow up, it was determined that there was a fluid leak as a result of the catheter extension being disconnected from the catheter. The patient stopped the treatment and the following day went to the clinic to follow up regarding this incident. The pd nurse confirmed that the patient did not experience any adverse events as a result of this incident. However, the patient was prescribed antibiotics (vancomycin 2.0 gr and gentamycin 80 gr) as prophylactic. The catheter extension was discarded and was replaced with a new one.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. A search of the lots delivered to the patient and the patient's clinic for the product was performed. No information was found from the product being delivered and the lot number could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient stated that the stay safe connector snapped off during the fill phase of his treatment while he was attempting a task. The patient was advised to follow up with the pd nurse regarding this incident. Upon follow up, it was determined that there was a fluid leak as a result of the catheter extension being disconnected from the catheter. The patient stopped the treatment and the following day went to the clinic to follow up regarding this incident. The pd nurse confirmed that the patient did not experience any adverse events as a result of this incident. However, the patient was prescribed antibiotics (vancomycin 2.0 gr and gentamycin 80 gr) as prophylactic. The catheter extension was discarded and was replaced with a new one.